Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic laser probe got stuck in the trocar and would not go in before surgery. The surgery was performed and completed after replacing the product with another one without any patient harm.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, there was a probe that was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal, any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Two potentially relevant complaints were found and reviewed as part of this investigation. The complaints were determined, to not be relevant to this investigation. The probe was received, for testing on this investigation. The returned sample was connected to a calibrated system and was successfully recognized. A visual assessment under a microscope was performed and revealed, excess adhesive. A fit check was performed with a trocar and the probe became stuck. The root cause of the reported event is attributed to excess adhesive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).